Event description:
It was repoted that the generator unexpectedly shut down and could not be turned back on. In addition, there was a pop sound and some smoke. There was no patient involved.

Manufacturer narrative:
The reported issue was confirmed. The device could not power on due to a failed power supply. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was confirmed, and the root cause was isolated to the power supply.